Event description:
Siemens local svc engineer was dispatched to the site due to a grinding noise coming from the axiom luminos drf system during table movement. The engineer found that the column longitudinal movement gear on the motor shaft became loose and moved out approx by 7 mm. This column holds all system weight when tilted at 90 degrees. There are no injuries related to this event.

Manufacturer narrative:
The engineer corrected the reported issue by moving the gear back the 7 mm it has moved. The unit was brought back to specifications and the customer is using the unit without any further issues. Our factory experts requested the engineer to replace the parts and sent the gear and the motor for further investigation. This report was submitted 06/06/2013.